Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's (B)(6) programmer was unable to communicate with the ipg. The communication issue occurred approximately two months ago. The charging unit successfully communicated with the ipg. Subsequently, the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. Date of implant is unknown at this time.